Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a follow-up. The atrial lead exhibited high impedance and noise. The lead was capped and replaced on (B)(6) 2015. The patient was fine prior and after the procedure.